Event description:
It was reported that the right ventricular (rv) lead exhibited variable impedance and thresholds, as well as consistently high thresholds over the past couple of months. This prompted the decision for a lead replacement procedure. During the procedure, difficulties with placement were observed, along with high thresholds and undersensing on the replacement rv lead. Consequently, the original rv lead was reinserted into the implantable pulse generator (ipg). However, the set screw was loose when the lead was connected, making it easy to pull out. As a result, the ipg was explanted, and a new ipg was implanted. The original lead was then reimplanted with normal parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.